Event description:
The doctor reported the implant was removed due to osseointegration failure within one year, approximately 1 month after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. The doctor reported bone resorption and pain during the implant removal surgery. The patient has since recovered.